Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for open therapeutic treatment of a an incisional hernia. It was reported that after underlay implant, the patient experienced recurrence, infection, inflammation, open wound, dense adhesions, acute bowel obstruction, abdominal pain, bilious vomiting and nausea. Post-operative patient treatment included mesh explant, exploratory laparotomy with reduction of incarcerated hernia, placement of ab-therea negative pressure wound dressing, abdominal washout, abdominal closure via creation of bilateral myocutaneous advancement flaps, wound vac placement, small bowel resection and placement of 20x25 acellular porcine dermis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure performed was the patient underwent a open incisional hernia with mesh. The patient had revision surgery approximately 3 weeks post op. The patient had an exploratory laparotomy done due to small bowel obstruction secondary to herniation through posterior rectus sheath. The mesh was explanted.

Manufacturer narrative:
Additional info: h6 (patient codes, ime e2402: hypoinflation with basilar atelectasis, labs abnormal for hemoglobin; hematocrit). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for open therapeutic treatment of a an incisional hernia. It was reported that after underlay implant, the patient experienced recurrence, infection, inflammation, open wound, dense adhesions, acute bowel obstruction, abdominal pain, bilious vomiting, nausea, fluid collection, hypoinflation with basilar atelectasis, labs abnormal for sodium; potassium; hemoglobin; hematocrit, fibrinopurulent exudate, pain, dehiscence of fascia, dehydration, acute renal failure, debility, hypertension, hypomagnesemia, hypokalemia, electrolyte imbalance, & serosanguineous fluid. Post-operative patient treatment included mesh explant, exploratory laparotomy with reduction of incarcerated hernia, placement of negative pressure wound dressing, abdominal washout, abdominal closure via creation of bilateral myocutaneous advancement flaps, wound vac placement, small bowel resection, hernia repair with mesh, CT scan, x-ray, hospitalization, use of drains, ICU, intubation, pt/ot, IV/oral electrolyte replacements, IV fluids, IV/oral pain medication, & blood pressure medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for open therapeutic treatment of a an incisional hernia. It was reported that after underlay implant, the patient experienced defective mesh, recurrence, infection, inflammation, open wound, dense adhesions, acute bowel obstruction, abdominal pain, bilious vomiting, nausea, fluid collection, hyperinflation with basilar atelectasis, labs abnormal for sodium; potassium; hemoglobin; hematocrit, fibrinopurulent exudate, pain, dehiscence of fascia, dehydration, acute renal failure, debility, hypertension, hypomagnesemia, hypokalemia, electrolyte imbalance, serosanguineous fluid. Post-operative patient treatment included mesh explant, exploratory laparotomy with reduction of incarcerated hernia, placement of negative pressure wound dressing, abdominal washout, abdominal closure via creation of bilateral myocutaneous advancement flaps, wound vac placement, small bowel resection, hernia repair with mesh, CT scan, x-ray, hospitalization, use of drains, ICU, intubation, pt/ot, IV/oral electrolyte replacements, IV fluids, IV/oral pain medication, blood pressure medication.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for open therapeutic treatment of a an incisional hernia. It was reported that after underlay implant, the patient experienced defective mesh, recurrence, infection, inflammation, open wound, dense adhesions, acute bowel obstruction, abdominal pain, bilious vomiting, nausea, fluid collection, hypoinflation with basilar atelectasis, labs abnormal for sodium; potassium; hemoglobin; hematocrit, fibrinopurulent exudate, pain, dehiscence of fascia, dehydration, acute renal failure, debility, hypertension, hypomagnesemia, hypokalemia, electrolyte imbalance, serosanguineous f luid, mesh herniated through rectus sheath, fluid in area of mesh, mental pain, suffering, permanent injury, disability, impairment, loss of enjoyment of life, & device defective. Post-operative patient treatment included mesh explant, exploratory laparotomy with reduction of incarcerated hernia, placement of negative pressure wound dressing, abdominal washout, abdominal closure via crea tion of bilateral myocutaneous advancement flaps, wound vac placement, small bowel resection, hernia repair with mesh, CT scan, x-ray, hospitalization, use of drains, ICU, intubation, pt/ot, IV/oral electrolyte replacements, IV fluids, IV/oral pain medication, blood pressure medication, & medical treatment.

Manufacturer narrative:
Additional info: b2, b5, d4 (unique identifier (UDI) #), g1, h6 (patient codes, device codes), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.